Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to v.a.c.® therapy. There have been multiple attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was performed. Kci is reporting this event as the impact to the patient is unknown to date. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: there was allegedly "bright red" blood under the dressing prior to the arrival of the home health nurse. Upon arrival, the nurse stopped the bleeding and activ.a.c.® therapy was restarted. After the nurse left the bleeding allegedly started again. She contacted the nurse who advised to stop activ.a.c.® therapy for a while and then restart. The patient also stated, she was taking the blood thinner warfarin and the wound had recently been debrided. On (B)(6) 2016, the following information was reported to kci by the nurse: the patient went to the emergency room for the bleeding. The bleeding was stopped at the hospital and the patient was released home, but activ.a.c.® therapy was not restarted. She did not have any additional information as to how the bleeding was stopped at the hospital. The patient was seeing the physician today to have activ.a.c.® therapy restarted. No additional information was provided. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On oct 17 2016, the device was placed with the patient. On nov 10 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.